Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part (B)(4), lot 72p5550: manufacturing site: bettlach. Release to warehouse date: october 05, 2020. Expiry date: september 01, 2030. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that locking screw had some black spot on the device. We cannot confirm if it is a manufacturing issue because the device was returned by itself without the original package so further manufacturing investigation cannot performed. The dimensional inspection was not performed due to the alleged complaint condition. The observed condition of the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The drawing reflecting the current and manufacture revision was reviewed. The overall complaint was confirmed, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown surgery. During the surgery, when the screw was unsealed, a foreign substance (burr) was found. The procedure was completed successfully. The patient outcome was stable. This complaint involves one (1) device. This report is for (1) 2.4mm ti matrixmandible locking screw slf-tpng 12mm. This report is 1 of 1 pc (B)(4).